Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after normal hydration, the stent was initially deployed at the straight segment of the m1, with successful opening. It was then retracted to the distal anchoring point for mid-segment deployment, but it failed to open at the curved section in the cavernous sinus. Despite repeated pushing and pulling attempts by the surgeon, the stent remained closed. Finally, the stent was retrieved, and a new ped-450-20 was selected, allowing the procedure to be successfully completed. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured left-sided large aneurysm (posterior communicating artery, ophthalmic artery with a max diameter of 2mm and a 3mm neck diameter. Landing zone: distal: 3.76mm and proximal: 3.9mm. It was noted the patient's vessel tortuosity was minimal. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed significant aneurysm retention.

Manufacturer narrative:
H3: device received, analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the failure to open was not determined. The pipeline failed to open in the middle section. The device was not in a vessel bend when it failed to open. There were no additional steps/devices used to try to open the pipeline.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex was returned inside the inner pouch, biohazard bag, and shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were opened with no damage. The middle of the braid was fully opened, and no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, advanced resheathing mechanism, or proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer complaint was not confirmed as the middle of the braid was fully opened with no damage. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity or deployment of the braid in the vessel bend. The customer reported that the patient¿s vessel tortuosity was minimal and the braid was not positioned in a bend, which rules these factors out as potential causes. The cause of the failure to open could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.